Event description:
A malfunction code malf 12 was reported, but there was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, which resolved the issue as the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue happened again, and they acknowledged this instruction.